Event description:
Sales rep (B)(6) reported on behalf of the customer that during a lumbar fusion the head of the reduction screw popped off during tightening. She added that the surgeon managed to retrieve the screw and put in a new one. She added that there was a delay of less than 15 mins and no adverse consequences have been reported. She added that the surgeon would like this to be investigated as a matter of urgency.

Manufacturer narrative:
Method: complaint history analysis, risk assessment, mfg record review and visual inspection. Results: there have been 29 previous complaints similar to this event. Previous investigations have indicated over-torquing and/or screw angulation as contributing factors. The screw returned with this complaint shows similar wear to previous events. The crown of the screw has two marks that indicate that it was final tightened twice and most likely at a large angulation. One of the female prongs for screwdriver connection has collapsed which is indicative of excessive force applied while at a maximum angulation. This is a common occurrence with this type of failure. The mfg file of the screw was also investigated and no deviations were found. Because of this event there was only a delay of 15 mins and no adverse consequences to the pt. Conclusion: the damage to the screw from this event is consistent with previous investigations and internal testing. Multiple and/or excessive loading was applied to the screw at a large angulation that lead to the tulip separation.